Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention to prevent permanent impairment/damage. Device issue: none. It was reported that a dissection occurred in an ami case when a vision 3.0 x 18 mm stent was directly implanted. The dissection was noted at the distal edge of the stent implant, and required treatment via the use of a dilatation catheter and a second stent implant was deployed to cover the dissection. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information. It should be noted that per the nstructions for use (IFU), this device is contraindicated for "patients who have experienced a recent (less than 1 week) acute myocardial infarction." In addition, the IFU also states, "use this device with pre-dilate the lesion to the reference diameter of the lesion." Dissection as noted in the instructions for use (IFU) and product risk assessment, is a known adverse event associated with coronary stenting. This known patient effect is not necessarily an indication of a product quality issue.